Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the air/water cylinder and suction cylinder had no color, the label on suction connector was damaged, the image had white dots due to damage on charged coupled device unit, the fixing force of guide wire did not meet the standard value due to wear of knob wire, connecting tube had a buckling, the distal end was shaved and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope lifting function was insufficient. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the air/water-cylinder, air/water-tube and inside the lg lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer confirmed the device outside was cleaned prior to send it for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was not confirmed. The root cause of the reported event is unable to be determined. Therefore, the likely causes for the reported events are due to insufficient or inadequate reprocessing and the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.). As a result, humidity invaded lg-lens which led to corrosion. The event (aw-cylinder and aw-tube had foreign objects) can be detected and prevented by following the IFU sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event (foreign material inside lg lens) is detectable by handling the device in accordance with the following IFU. Evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.